Event description:
Reporter indicated that device diagnostic testing at follow-up visit resulted in high lead impedance reading (dc-dc code 7), indicating possible device malfunction. Treating neurologist plans to perform x-rays to rule out a discontinuity in the ncp system. The patient's caregivers reported that the patient is doing great and does feel stimulation. The patient has reportedly not suffered any injury or trauma that may have damaged the ncp system. The patient will be seen by neurologist again in approximately one month.